Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 7/20/2023, it was reported by a sales representative via sems that an ar-9676 angled reamer, drive shaft, and an ar-9597-10 angled reamer sleeve had an issue and got stuck together. This happened during a case. They had another set that was used to complete the procedure. This occurred during use with no patient harm. Additional information has been requested. On 8/10/2023, the sales representative provided the following information via email: this occurred during a reverse procedure on (B)(6) 2023. When the instruments got stuck together, this occurred outside the patient, and no piece broke off. The bone quality of the patient was not provided, and there was no case delay as they had another set there. Additional information has been requested.

Manufacturer narrative:
The complaint was confirmed. One unpackaged ar-9597-10 serial/batch number (B)(6) was received for investigation. Functional testing with the returned mating part ar-9676, batch 022028 found resistance and friction when the angle reamer was attempted to put inside the angle reamer sleeve. The visual evaluation revealed heavy scratches and lines in the sleeve collar. Multiple dents were observed along the shaft close to the laser etching. Both devices arrive separately for investigation. The most likely cause(s) for the reported failure is the wear and tear damage incurred over repeated usage.